Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined , not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: kim hk, et al., clinical evaluation of a hydrophobic intraocular. Clinical ophthalmology.2023;17:3353-3363 the manufacturer internal reference number is:(B)(4).

Event description:
An other health care professional reported in a literature article " clinical evaluation of a hydrophobic intraocular lens using a preloaded automated injector in a korean population " which is a prospective, multicenter, single-arm study in korea was conducted from july 2020 to december 2021. Patients were =20 years old with unilateral or bilateral cataracts who received suspect iol preloaded in an automated injector system. Mean age ± sd was 69.1 ± 6.7 years, 46/85 patients (54%) were female, and all patients were korean. This case is about punctate keratitis in 1/126 eyes (0.8%).